Manufacturer narrative:
The customer complaint of a user advisory (ua) 16 (timeout moving to take-up position) was confirmed during functional testing of the returned autopulse platform (sn: (B)(4)). Initial functional testing could not be performed due to a ua 16 displayed upon power up. Review of the archive data also confirmed that a ua 16 occurred on the reported event date ((B)(6) 2018). Further investigation revealed the brake gap was out of specification. After the brake gap was adjusted, the device passed functional testing with no faults found. The autopulse platform is a reusable device and was manufactured on 08/15/2007 and has exceeded its expected service life of 5 years. User advisory error messages are designed into the platform when one of several conditions is detected. A ua 16 message typically occurs when the autopulse did not achieve the target depth for take-up within the specified time. Unrelated to the reported complaint, to ensure that the autopulse platform is functional without issue, the bent battery lock pin observed during visual inspection was replaced. The platform passed testing without errors. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During a shift check, the autopulse platform (sn: (B)(4)) displayed a user advisory 16 (timeout moving to take-up position) message. There was no patient involvement.